Event description:
It was reported that the user¿s ilet stopped dosing after losing continuous glucose monitor connectivity, with no readings on the ilet or dexcom app and an alarm history noting a g7 pairing failure; the user did not have a glucometer and was advised to switch cgm selection from g6 to g7 and wait for reconnection using the provided pairing code. Symptoms included absence of cgm data and interrupted automated insulin dosing. Outcomes included temporary interruption of therapy without reported injury or hospitalization. Investigation included customer support troubleshooting focused on cgm pairing and configuration. Investigation of this case revealed a cgm pairing failure that prevented communication between the cgm and the ilet, consistent with a connectivity malfunction of the cgm integration component. It was concluded, based on previously established findings for similar reports, that the cause was user-device pairing failure related to cgm configuration and connectivity.